Event description:
It was reported by svc report that the cot is not level and is off balance. The outer lift tube weldment and the cross tube are bent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Outer base tube weldment; cross tube.